Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/16/2014 with the following findings: evaluation revealed that the black box starts on (B)(4) 2014. Due to continuous use of the pump, the black box data and histories for the event on (B)(4) 2011 have been overwritten. Review of the available black box and alarm history shows no eaw¿s related to the complaint. The total daily dose (tdd) adds up correctly and reflects the user programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Investigators were unable to duplicate the complaint; information for the complaint is overwritten. The pump is not detecting the correct force. Removed cover and disassembled pump; force sensor resistance was found to be in specifications. There was no evidence of contamination found in force sensor housing. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the pump is not detecting correct force. This report is made based on results of investigation completed on 09/16/2014.